Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the key had not been returned, and the nurse required it to issue medication of lorazepam. A technical support specialist reported that the customer did not have permission to cycle count the key back into the cabinet, and the last patient to whom the item was issued was no longer in the system, so the item could not be returned. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower key had not been returned, and the nurse required it to issue medication of lorazepam. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.